Event description:
Subsequently the lead was explanted and has been received for analysis.

Event description:
Boston scientific received information that this implantable right ventricular lead and associated device displayed a high, out of range shock impedance measurement. Of note, the shock impedance measurements for this patient have been chronically high since implant. The patient was seen in clinic for follow up. A 1.1 joule and 41 joule shock were delivered to asses the integrity of the system. The shock impedance values were 89 ohms and 90 ohms, respectively. The lead will continued to be watched. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was inspected and analyzed. The lead was returned severed 144 millimeters (mm) from the is-1 terminal pin with only the terminal segment being returned. The returned portion of the lead was determined to have been electrically continuous. No further testing was performed. The clinical allegation was not able to be confirmed.